Event description:
It was reported that post implant, the left ventricular (lv) lead became dislodged due to difficult anatomy with very wide coronary sinus and persistent superior vena cava. The lead was later repositioned and remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6935m62 lead, (B)(6) 2014. (B)(4).